Event description:
Ta 90 stapler was not working properly per surgeon. Device was removed from service and replaced with a functioning device. The procedure was completed as planned with no harm to the patient. The device was saved and will be sent to the manufacturer for failure analysis. The device was visually inspected by clinical engineering and no physical defects were noted.